Manufacturer narrative:
The investigation is ongoing. The initial report was submitted on may 5, 2017. Per the FDA communication received by edwards on april 1, 2022 the initial report on may 5, 2017 was uploaded into image2000 environment. Therefore, this initial MDR is being resubmitted. (UDI number) and codes previously submitted in field updated due to new regulations. Supplemental reported submitted on may 17, 2017 provided codes and additional information.

Event description:
During implant of a 29mm sapien 3 valve in the aortic position, there was difficulty advancing the commander delivery system and valve past a deep dive in the external iliac artery, however, the delivery system and valve were able to be advanced to the native annulus and a 29mm sapien 3 valve was deployed. At the end of inflation, the balloon burst. The balloon had a radial tear around the proximal edge of the balloon. The balloon burst was considered to be due to the patient's native annular calcification. The valve was fully deployed and no leaks were observed. The delivery system was retracted and attempted to be removed from the esheath, however, the ruptured balloon damaged the esheath and the balloon and nose cone could not be retracted. The devices were attempted to be removed as one unit, but the balloon material was bunching in the external iliac artery and could not be removed. A 9mm balloon was placed on the contralateral for hemostasis. Several attempts were made to remove the delivery system including cutting the delivery system and performing a new surgical cut-down to facilitate removal, however, the operators could not get to the devices past the external iliac. A balloon was placed on the contralateral side and over the aortic arch and the balloon material was pushed towards the common femoral artery and removed from the arteriotomy. All of the devices and balloon material were removed. The patient lost approximately 1 liter of blood and was given 5 units of blood using a cell saver. A pericardial patch was used to repair the access vessel. At the time of the report the patient was stable. The patient had severe native annular calcification, severe native leaflet calcification and mild aortic root calcification. The patient's access vessel minimum luminal diameter was 5.8 x 7.1mm, was severely calcified and moderately tortuous.